Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an initial implant procedure. During procedure, it was noted that the right atrial lead exhibited appropriate sensing measurements but was unable to capture at any output. The lead was tried to be repositioned but was unsuccessful. The right atrial lead was not used, and a new lead was implanted. A chest x-ray was performed on the next day post procedure, and no issues were noted. The patient was stable post procedure and discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.